Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home patient/patient's nurse.

Event description:
A home patient's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/5 of his automated peritoneal dialysis therapy. Per initial report, the patient disconnected himself aseptically. Baxter's technical service center assisted the home patient's nurse in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.